Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a rash or hives which progressed to red welts and blistering around the ipg pocket site. The patient had an infection or allergic reaction at the ipg pocket site and underwent an explant procedure.